Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that the dental implant had to be removed during its installation surgery because stability was not achieved. The patient presented insufficient bone quality/quantity (bone type IV) and immediate load and immediate implant procedures were performed.